Event description:
It was reported that eight months and one day post a port placement via the right internal jugular vein, the patient complained pain during administration of drugs. It was further reported that cracks were allegedly observed in the catheter near the endocervical puncture upon removal. It was also reported that the catheter allegedly leaked. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port attached to a groshong catheter was returned for sample evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A partial circumferential break was noted on the catheter approximately 12.7cm from the distal end of the cath-lock. The edges of break were noted to be uneven, and surface was noted to be round and smooth on both regions. Upon infusion, a leak with thrombus was observed from the break. Aspiration was attempted but was unsuccessful. Therefore, the investigation is confirmed for the reported fracture and fluid leak issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eight months and one day post a port placement via the right internal jugular vein, the patient complained pain during administration of drugs. It was further reported that cracks were allegedly observed in the catheter near the endocervical puncture upon removal. It was also reported that the catheter allegedly leaked. Reportedly, the port was removed. There was no reported patient injury.